Manufacturer narrative:
Weight and ethnicity: unknown/no information. Implant date (2021 reports): if implanted; give date: not applicable. The iol was removed/replaced in the initial surgery. Explant date (2021 reports): if explanted; give date: not applicable as the iol was removed within the same procedure. First/given name and email address: unknown/no information. Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A non-conformance (ncr) was found as part of the record review. But this ncr did not contribute to this complaint. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the intraocular lens (iol) was fully inserted into the patient¿s operative eye. However, the capsule broke and a vitrectomy was performed. The iol was removed and the procedure was completed with a non johnson and johnson iol. The outcome does not significantly interfere with activities of daily life and the patient has recovered. No further information is available.